Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device check, and was feeling unwell. Upon interrogation, it was observed the left ventricular lead had high pacing impedance. Programming changes were completed to address this issue. The patient was stable.